Event description:
It was reported during an ablation procedure for atrial fibrillation, the physician was advancing two agilis introducers and one swartz introducer into the left atrium under general anesthesia. Changes in the pt's condition occurred including blood pressure drop, bradycardia and st elevation. No perforation was found by the echocardiogram and a coronary angiogram was performed to rule out thrombus or spasm. The pt's bradycardia converted to atrial fibrillation and the pt required cardioversion. At this point, the pt developed a decrease in level of consciousness and convulsions. A MRI was done which revealed the pt suffered an air embolism and the pt was transferred to another hospital for hyperbaric oxygen therapy. The subsequent outcome of this pt is unk. The devices were discarded and could not be retrieved.

Manufacturer narrative:
The product was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The cause of the reported event cannot be determined as no product was returned for eval. (B) (4). (B) (4).